Manufacturer narrative:
The valve was deployed in good position. The commander delivery system was returned to edwards for evaluation. Visual inspection confirmed a radial balloon burst with no missing balloon pieces. Functional testing could not be performed due to the condition of the returned device (balloon burst). Dimensional testing was performed on the single wall thickness along the tear of the inflation balloon was measured and was found to be in within specification. The complaint for ¿balloon ¿ burst¿ was confirmed during visual inspection of the returned device. Review of manufacturing mitigation, dimensional measurements, and device visual inspection did not indicate any manufacturing non-conformance's contributed to the reported event. An edwards technical summary documents a review of balloon burst complaint investigations on returned devices over a three year period, with an addendum reviewing investigations over an additional one year period. Based on available evidence, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As reported by the complaint site, ¿as per medical opinion, the balloon burst due to the native valve calcification¿. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. In this case, available information indicates that patient factors (annular calcification) may have contributed to the event. Review of complaint history reveals that the occurrence rate for this trend category did not exceed the september 2017 control limits. No labeling or IFU inadequacies have been identified; therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during valve deployment of a 29mm sapien 3 valve in the aortic position, during deflation of the commander delivery system balloon, blood was noted inside the atrion syringe. It appeared that the balloon had burst. No injury to the patient. As reported, the delivery system was removed and visual examination confirmed that the balloon was ¿damaged¿. During preparation of the delivery system there was no abnormalities noted. Per report, when the native valve was crossed by the balloon valvuloplasty catheter (bav) and with the commander delivery system, some resistance was noted due to calcification. The devices were in normal conditions during device preparation. In addition per report, the balloon burst due to the native valve calcification. The patient¿s native leaflets were severely calcified.